Manufacturer narrative:
(B)(4) registry. This is one of three manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the embolization is directly related to the lack of calcium present in the native aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the clinical specialist, during an off-label tavr case by tf approach, a sapien 3 valve was being placed due to the patient aortic insufficiency, with no aortic stenosis and an lvad in place. The first valve was moved ventricular during deployment and was embolized into the left ventricle. The delivery system was used to pull the valve back to the lvot. A valve in valve was performed with a second sapien 3 valve, deployed 40% above the 1st valve. Then both valves embolized into the left ventricle. The delivery system was used to pull both valves together back to the aorta and they were post-dilated with 48ccs to keep them in place. The patients blood pressure became unstable. Wire position was lost and both valves embolized into the left ventricle again. The lvad was occluded by both valves as the inflow was blocked. The patients chest was opened in an attempt to unblock the lvad and remove the valves. Massive blood transfusions were given. The patient was put on ECMO. The patient passed away later that night.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2016-03382 and 2015691-2016-03384